Event description:
It was reported that two of the customer's sensors had filled with blood upon insertion. It was also reported that the sensor gave inaccurate readings. The blood glucose reading was 21 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.